Manufacturer narrative:
(B)(4). The bc060 is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k020332. The customer reported that a component was missing from the breathing circuit kit. The complaint breathing circuit kit was not available for investigation as it had been discarded. Without the return of the complaint device for evaluation, we are unable to confirm the reported complaint. Each bc060 breathing circuit kit consists of a number of components grouped together during production. There are standard operating procedures (sops) in place to assist operators on the production line correctly pack breathing circuits. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that a bc060 single-heated breathing circuit kit was missing a pressure manifold. The missing component was observed by the hospital prior to patient use. Accordingly, there were no patient consequences. The hospital reported that they had discarded the complaint product, so no devices were available for investigation.